Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the incident involved a small oval flexible snare in which after use, while inside the patient, the physician noticed "a piece of filament above the snare separate from the snare and stayed in the patient." However, the device was inspected after use and there was no visible defect. Furthermore, the device was compared to an unused device of the same kind, and they visually appeared the same. Reportedly, there was no concern about harm to the patient and the piece was left to pass naturally. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the incident involved a small oval flexible snare in which after use, while inside the patient, the physician noticed "a piece of filament above the snare separate from the snare and stayed in the patient." However, the device was inspected after use and there was no visible defect. Furthermore, the device was compared to an unused device of the same kind, and they visually appeared the same. Reportedly, there was no concern about harm to the patient and the piece was left to pass naturally. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2944 captures the reportable event of foreign material present in device. Block h10: (product analysis). One captiflex snare was received for analysis. Visual evaluation of the returned device revealed that the device did not have any defective condition. The loop and catheter were inspected and it was noted that they did not have any foreign matter presence. A similar complaint review of the captiflex snare was completed using the post market signal evaluation and escalation and confirmed that the investigation has not identified a potential process or design related issue for the batch number, further review at batch level is not required at this time. A risk review of the captiflex snare was completed using the polypectomy snares risk management workbook and confirmed that the event of foreign material present in device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices are handled / manipulated in the field. Based on the information available and the analysis performed, the most probable root cause for this problem is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.